Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002491 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and reverse bleeding from the hemostatic valve issue occurred. Hemostatic valve failure. Event occurred intra-op. After using a smart touch sf catheter, reverse bleeding from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium occurred. The hemostatic valve itself was not broken. There was no damage to the hemostatic valve. No puncture needle was used for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The procedure was completed with continued use of the catheter. Additional information was received. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was observed. A few drops of blood were lost, but the exact amount was unknown.